Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, approximately 14 months post stenting of the superficial femoral artery (sfa) with a smart control, ultrasonography revealed restenosis in the placed stent at the left superficial femoral artery during a regular scheduled follow up (10/10/2014). On (B)(6) 2014, the patient underwent target lesion revascularization (tlr) with a plain old balloon angioplasty (poba). The patient recovered. The lesion was moderately calcified and not tortuous. The rate of stenosis was 90%. The product remains implanted in the patient and thus is not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates are higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenosis in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Manufacturer narrative:
(B)(4).(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(6), approximately 14 post stenting of the superficial femoral artery (sfa) with a smart control, ultrasonography revealed restenosis in the placed stent at the left superficial femoral artery during a regular scheduled follow up ((B)(6)2014). On (B)(6)2014, the patient underwent target lesion revascularization (tlr) with a plain old balloon angioplasty (poba). The patient recovered. The lesion was moderately calcified and not tortuous. The rate of stenosis was 90%.